Manufacturer narrative:
407658, lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was pacing at 40 beats per minute while it was programmed with a lower rate of 60 beats per minute. A device check found that the right ventricular (rv) lead had t-wave oversensing (twos) which was causing the issue. The lead was reprogrammed and the issue resolved. The device and lead remain in use. No further patient complications have been reported as a result of this event.